Manufacturer narrative:
The insulin pump was received with button error alarm due to moisture damage on keypad traces. The insulin pump passed displacement test, rewind, basic occlusion tests. The insulin pump primed with water reservoir and the water did come out. The insulin pump had cracked display window corner and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.